Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number: (B)(4). Event occurred in the united states. It was reported that the patient inserted the infusion set without removing the needle cover event on (B)(6) 2026, which led to high blood glucose levels in the 300-400 mg/dl range. Due to the elevated glucose levels, the patient was subsequently hospitalized for heart issues. No further information available.